Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the following technical error codes have been confirmed: technical error 2: power error (-12 v too low) and technical error 3: power error (+12 v too low). There was a strange smell when turning on the device and according to provided photo the control printed circuit board had a burnt component. The control printed circuit board has been replaced. The device was delivered to the user in working condition. The power errors shall be triggered when -12 v supply is more than -10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. Device's logs were not available for further analyze. The cause to the reported issue has been determined as related to control printed circuit board. The correction of field #d9 device available for evaluation? And #g2 report source was required. This is based on the internal evaluation. #d9 - device available for evaluation? - previous device available for evaluation? Yes, corrected device available for evaluation? No, #g2 - report source - previous report source: foreign, health professional, user facility, company representative, corrected report source: foreign, distributor.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).